Event description:
While inserting a trochanteric fixation nail, the insertor rod broke while placing spiral blade.what was the original intended procedure?open reduction internal fixation of hip trochanteric fixation nail.device #1is this a laboratory device or laboratory test?no.